Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported they cannot lock the guidewire during inspection for use involving an olympus duodenovideoscope. There was no patient injury reported.